Event description:
Radiesse by merz injected into cheek causing arterial occlusion, possible venous occlusion, and nerve damage. Extensive necrosis in mouth and damage to jaw joint ensued. FDA safety report ID# (B)(4).